Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. In this case, based on the reported information, it may be possible that the calcification induced a constriction in the shaft sheath during the insertion process or during the activation, causing the resistance with the thumbwheel, and the inability to release the stent from the delivery system. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat the left external iliac artery with heavy calcification. The 8x100 mm absolute pro self expanding stent system (sess) was advanced to the lesion and the wheel was attempted to be turned but was stuck. The stent could not be deployed and was not exposed or flowered. A new absolute pro sess was used to complete the procedure without issue. There were no adverse patient effects and no clinically significant delay in the procedure. Returned device analysis identified that the stent sheath was separated and the stent was deployed and not returned. The stent was deployed on the back table. No additional information was provided.